Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed as manufacturer related. Per visual inspection a cut of approximately 0.50¿ from the bifurcation on the drainage lumen was found. Per functional evaluation, water was injected through the drainage lumen and leakage was noted from the cut below the bifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:"visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that urine leaked from around the bifurcation area of the catheter shaft. The catheter was inserted into the patient on the morning of (B)(6) 2017, prior to the patient's femoral neck fracture surgery. Three days later, the leak from the bifurcation area was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from around the bifurcation area of the catheter shaft. The catheter was inserted into the patient on the morning of (B)(6) 2017, prior to the patient's femoral neck fracture surgery. Three days later, the leak from the bifurcation area was found.